Event description:
It was reported that stent deformation occurred. Vascular access was obtained via the radial artery. The 80% stenosed, diffused target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. The lesion contained >45 and <90 degrees bend. Predilation was performed and a 2.50x38mm promus element ¿ long stent was advanced and deployed in the lesion. The stent was post dilated with a re-sterilized non compliant (nc) balloon catheter and stent deformation was noted. A 2.5x16mm promus element stent was implanted overlapping the proximal portion of the first promus element¿ long stent and the procedure was completed. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).